Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter / (B)(4)/ model #: 1430de / device evaluation anticipated, but not yet begun (B)(4). Heartware ventricular assist system ¿ controller ac adapter / (B)(4)/ model #: 1430de / device evaluation anticipated, but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller and two controller ac adapters exhibited power switching associated with three vad stops. The controller and two ac adapters were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information related to a motor start outside of the typical range identified during a retrospective data file review. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 30-sep-2017/ serial #: (B)(6) UDI #: d6a: implanted date: (B)(6) 2016 d9: no h4: mfg date: 30-sep-2015 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Retrospective review of data files revealed a motor start event with parameters outside of the typical range. The vad is not in a su bgroup population for delay or failure to restart and remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (B)(6)) was returned for evaluation. Two (2) controller ac adapters (B)(6) and one (1) pump (B)(6) were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the controller revealed that (B)(6) passed functional testing; visual inspection revealed hairline cracks around power ports 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on an investigation conducted under (B)(4), the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the m anufacturing process. The chemical additives contributed to environment stress cracking. The log files of the controller in use during the reported event, (B)(6) revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files revealed power switching events due to momentary disconnections involving several batteries (bat(B)(6). Analysis of data log file did not reveal any power switching event due to momentary disconnection involving (B)(6). Analysis of the event files revealed four (4) controller power up and associated pump starts on 27/jun/2018 at 19:04:19, 29/jun/2018 at 15:47:36, 17/jul/2018 at 17:35:30 and 26/jul/2018 at 7:27:09. Several momentary disconnections were recorded leading up to the first and fourth losses of power. The controller was without power for 10 seconds, 11 seconds, 13 seconds and 7 seconds respectively. Review of the log files and motor start report revealed one (1) motor start event recorded on 17/jul/2018 at 17:35:35, in which the motor start parameters were atypical. Furthermore, review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2018 at 12:53:08, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. As a result, the reported events were confirmed. The most likely root cause of the power switching events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. (B)(4) is investigating controller losses of power. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) , fall within the bounds of this CAPA. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: one (1) controller was returned for evaluation. Two (2) controller ac adapters were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the controller revealed that it passed functional testing; visual inspection revealed hairline cracks around power ports 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on an evaluation conducted under an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data log files revealed power switching events due to momentary disconnections involving the power sources. Analysis of the event files revealed four (4) controller power up and associated pump starts. Several momentary disconnections were recorded leading up to the first, second and fourth losses of power. The controller was without power for 10 seconds, 11 seconds, 13 seconds and 7 seconds respectively. As a result, the reported events were confirmed. The most likely root cause of the power switching events can be attributed to momentary disconnections between the controller and power sources. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional devices: controller ac adapter cac013369; device evaluated by manufacturer: yes if information is provided in the future, a supplemental report will be issued.